Manufacturer narrative:
Conclusions: off-label, unapproved, or contraindicated use (aortic neck angulation). Film evaluation results are: a review of returned pre-implant 3d film and planning report confirmed that the patient had a severely angulated proximal neck which contained areas of calcification. The infrarenal neck angulation was noted as 73deg, and the suprarenal neck angulation was 50deg; however, the maximum angulation appeared closer to 90 deg (2x). The neck diameter just below the lowest left renal artery measured 23mm, and was noted as ranging from 23 ¿ 24mm in diameter along the majority of its 15mm length. Just above the start of the aaa the neck diameter was 28mm. The patient¿s fusiform aaa measured 66 max diameter and contained thrombus. The distal aortic diameter was 18 x 24mm and moderately calcified. The iliac arteries were minimally tortuous but extensively calcified. The rcia diameter ranged from 12 ¿ 10 ¿ 12mm along the ~45mm length, and it was noted that there was calcified stenosis immediately above the internal with a lumen of 6 x 5mm. The lcia diameter ranged from 13 ¿ 14 ¿ 12 mm along the ~32mm length. The access vessel diameter was ~7mm; bilaterally. Review of angio images during implant confirmed that the patient had a severely angulated neck. The infrarenal neck 2d (left-right) angulation measured ~70 deg l-r (to the mid-length of the aaa flow lumen) and the suprarenal neck was ~60 deg r-l. The bifurcate was brought up the right side and positioned just below the renal arteries. The graft cover at the level of the proximal markers was seen biased along the left wall of the aorta near the renal; the ¿e¿ marker was positioned on the left-lateral side. Two (2) cm below the markers the graft cover was biased against the right wall of the top of the aaa. The pigtail was positioned near the level of the spindle. The graft cover was then seen pulled down releasing 3 stent rings; on the right side the fabric and posterior marker was outpouched ~3mm from the bottom of the nearest undeployed suprarenal stents. The bifurcate was then seen deployed down to the release of the gate. Due to the angulated neck, the deployed proximal stents of the bifurcate body were angulated ~50 deg left; relative to the still undeployed suprarenal stents/tip. The ipsi limb was then seen completely deployed, followed by implant of the contra limb which was implanted proximally across the gate (markers aligned) and distally into the left common iliac artery. The next image revealed that the ipsi limb had been extended with another limb and implanted into the right common iliac. Several suprarenal stent proximal apices were also observed to have been entangled and the lateral-left apex (near the ¿e¿ marker) was seen positioned into the lumen of the aortic body. Note that images during release of the suprarenal stents, removal of the bifurcate delivery system, and during the initial occurrence of the entanglement, were not seen in the films. Angio injection showed widespread contrast within the sac from a likely proximal type I endoleak. A possible type IV endoleak also could not be ruled out. The proximal section of the deployed bifurcate aortic body was acutely angulated ~80 deg l-r to the iliac limbs, and 90 deg r-l to the suprarenal neck. A balloon was seen brought up and into the aortic body, however, inflation of the balloon was not seen in the films. The exact cause of the bifurcate delivery system removal difficulties and suprarenal stent entanglement, likely leading to the proximal type I endoleak, could not be determined from the images provided. Images during release of the suprarenal stents, tip recapture, removal of the bifurcate delivery system, and images during the occurrence of the entanglement, were not seen in the films provided. Images during the ballooning attempts to resolve the proximal type I endoleak were also not provided. However, it appears likely that the severely angulated infrarenal and suprarenal proximal neck contributed to these events. It is also possible that stent graft oversizing (36mm bifurcate within a 23 ¿ 24mm neck) may have also contributed to the events. Films during and post endoanchor implant which resolved the endoleak were not returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in patient for endovascular treatment of a 66 mm diameter abdominal aortic aneurysm. The proximal aortic neck was significantly angulated. The proximal aortic neck measured 23.3 to 28.3 mm along a 15 mm length. The infrarenal aortic neck angle measured 73.1 degrees. It was reported that during the index procedure, there was removal difficulty of the bifurcate delivery system. The bifurcate stent graft was successfully deployed. The physician recaptured the taper tip above the suprarenal stents prior to removal. Upon removal of the delivery system, the spindle got caught on the suprarenal stent and pulled the suprarenal stent down inside of the stent graft. Troubleshooting maneuvers were attempted; however, there was no success. The delivery system was eventually removed from the patient with considerable force. One suprarenal stent remained uncorrected despite multiple ballooning attempts. It was noted that the anchoring pins appeared to have hooked on to the other side of the stent graft. Final angiogram was done and a proximal type l endoleak was observed. The physician then remodeled the stent graft with a balloon multiple times; however, the proximal type I endoleak still persisted. Per the physician, the cause of the removal difficulty leading to malposition of the suprarenal stent and proximal type I endoleak was due to patient's significantly angulated proximal aortic neck. The patient had endoanchors implanted and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.